Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the field service engineer (fse) and informed that one of the tanks is leaking. The fse spoke with customer and showed them attached pictures regarding the co2 tank regulator. The fse advised them to contact their tank vendor for missing gaskets. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using backup insufflator. There were no vision issues. There were no loss of insufflation. There were no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the hose yoke at the end of the insufflator regulator to resolve the issue. The fse verified that there were no leaks. Isi did not receive any part involved with this complaint to perform failure analysis.